Event description:
The user facility reported that one pt had acquired a pseudomonas infection following a diagnostic cystoscopy procedure using the subject device. There was no information provided regarding what, if any treatment had been provided to the pt.

Manufacturer narrative:
Olympus followed-up with the user facility via phone and in writing to obtain additional detailed information regarding this report, but received only limited information. The reporting physician indicated that he believed the infection had occurred following an office cystoscopy. A gyrus/acmi clinical nurse specialist visited the user facility, and reviewed the user facility's reprocessing methods, and noted that the users were not reprocessing the device in accordance with the directions for use. The user facility was said not to be performing any leak testing or manual cleaning of the subject device prior to soaking it in a high-level disinfectant. The clinical nurse specialist provided in-service training to the user facility personnel. Olympus was informed that the pt was cultured three times and all of the results returned negative. The device reference in this report was not returned to olympus for evaluation. Based upon the information provided, this event appears to be due to user error. This report is being submitted as a medical device report in an abundance of caution.